Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to plug the wall adapter into a known working outlet for at least 30 minutes, but the pump did not begin charging. The pump was replaced, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives. The customer declined further troubleshooting.